Event description:
The luer lock connected loose to the tube of hemodialyzer from laboratories and about 1100 ml-blood was lost. Confirmed a break of a tip of niagara. The device was inserted through the left internal jugular vein in 2006. During a dialysis treatment, a connecting section of niagara was detached from a catheter connecting between the hemodialyzer, which resulted in about 1100 ml of blood flow out of the hemodialysis circuit. No alarm was activated because the incident happened in blood returning side. Three hrs before the incident, a nurse tightened a luer lock between niagara and hemodialyzer, and confirmed the proper connection according to the in-hosp manual. Pt was already dead. It was not related to this incident, but details unk.

Manufacturer narrative:
This complaint is unconfirmed. The ID's of both the arterial and venous luers are within dimensional specifications. A 12 cc syringe filled with water was attached to the venous luer. During hydraulic pressurization of the venous lumen, no leaks were observed. Next, the venous luer was tested on sprint tester in the bas lab. The lumen was pressurized for 10 seconds and no leaks were revealed. Further functional testing was performed by attaching the niagara venous luer to the distal end of the hemodializer. The device was then pressurized with a 50 cc syringe filled with water. With the catheter resting on a fresh clean white paper towel, no leaks were observed emanating from the venous luer tubing connection. The niagara slimcath venous luer orifice ID is within dimensional specifications. The distance from the screw thread to proximal orifice is also within specifications. A pin gauge test was also performed to the venous luer and was found to be within the designated specifications. Gross visual, functional and microscopic examination shows no evidence of a defect or deformity related to the mfg process.